Manufacturer narrative:
The surgeon back plane (sbp) has been returned and evaluated. The sbp was installed into the test system running 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour without triggering any errors. The visual inspection shows the sbp is in a good condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the intuitive surgical, inc. (Isi) bariatric sales manager (bsm) contacted the isi technical support engineer (tse) and reported that the system was having 40067 faults. The bsm stated when they had undocked from the patient and pulled the patient side cart (psc) back, and the system faulted without anyone touching it. The tse reviewed the logs and found communication issues between the surgeon side console (ssc) 2 and the vision side cart (vsc). The tse walked caller through a power cycle and reseating of the ssc 2 fiber cable on both ends, but the issue remained. The tse then recommended a hard power cycle on the whole system, but the issue remained. The tse had the caller remove ssc 2 from the system and the system powered up without issue. The tse isolated the issue down to the second ssc. All repair details will be captured on fso 750677455. The procedure was completed with no reported injury.isi followed up with the bsm and obtained the following additional information: the csa confirmed there was no injury or harm to the patient. The procedure delay was less than five minutes. The ssc 2 was disabled, and the procedure was completed robotically only using ssc 1.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All the work was completed on fso 750677455 on related patient identifier 816815. The fse was not able to duplicate the issue; however, the fse replaced surgeon back plane (sbp) as precaution. Previously, the remote arm controller (rac) were swapped, and the right master tool manipulator (mtm) was replaced. The system was tested and verified as ready for use. Isi received the right mtm; however, failure analysis could not replicate the reported errors with the unit during testing. Isi has received the sbp, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.